Event description:
It was reported that intermittent occlusion alarms occurred. It was confirmed that the customer's blood glucose level exceeded the normal limits, as indicated by the continuous glucose monitor displaying "high." To address the high blood glucose issue, the customer administered a correction bolus via the pump. Reportedly, the customer changed their infusion set and cartridge and resumed insulin therapy to resolve the issue.